Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant) and (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -6.5 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as unknown. Per the medical review this complaint is deemed serious and device causality is unknown.